Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading was 19.1 mmol/l at the time of the event. The customer was also suffering from viral bronchitis at the time of the event. The customer stated that he has suffered from viral bronchitis several times in the past, but they have never affected his blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime, self, and high pressure tests passed. The customer uses silhouette infusion sets. No infusion site or set problems were noted. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.